Manufacturer narrative:
Insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. Pump passed the dat test at 0.08730 inches. No excessive no delivery alarms noted. The motor was tested outside the device and passed. No cosmetic damage noted.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600mg/dl and that the insulin pump alarmed no delivery. The customer was assisted with no delivery troubleshooting and it was found that insulin exited during manual prime. The customer was then assisted with troubleshooting for hospitalization and high blood glucose. The customer was treated with IV drip for the diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization but unable to treat due to no delivery. The insulin pump was returned for analysis.